Event description:
Abbott is refusing to replace the freestyle libre 3 reader that did not work from the time I received it. That reader was sent as a replacement for a reader that stopped working after a few months. Right out of the box, the new one didn't function properly. Loosing signal repeatedly, error messages that something went wrong, after charging, would keep saying reader was still connected and wouldn¿t work, screen freezing¿and now, after trying to use it for a little over a week, the reader will not charge at all, so I can¿t use it to check my glucose. I can¿t even do a finger prick because the meter that they are refusing to replace is what I use if I need to test my blood as well. I have been using abbott freestyle 3 sensors for about 2 years. For the record my insurance doesn¿t cover it, so everything is out of pocket. It was supposed to work with an app. I checked before I started using the sensors to see if my iphone was compatible with the app. I was told it was. More than once. I repeatedly had issues with the app I could not get readings. It disconnected from sensors. I called freestyle customer service repeatedly. Initially they said it was apple¿s fault because they kept updating the system and abbot couldn¿t keep up or my phone was not compatible, even though I checked repeatedly before I started buying the sensors. Then at some point they started saying it was the sensors that was the problem. Originally abbott didn¿t have a reader since it was supposed to work with the app. Eventually they made one and I purchased it out of pocket in (B)(6) 2024. After a while, I had problems with sensor and reader disconnecting. They said I was out of range so I started to carry it on me. I was still having random problems and alerts. It wasn¿t scrolling through ¿history¿ pages properly. Would freeze for a bit and continue repeatedly. Then I started getting the alert saying ¿ there is a problem. Turn off and restart reader¿ along with the ¿signal disconnect alert¿, so I called customer service the end of october and they sent me a new reader. However that reader didn¿t work properly when I took it out of box. The alarm kept going off and giving alerts saying it was ¿signal loss alarm¿. I started keeping reader in my pocket just to make sure it was always in range, but it didn¿t matter. Signal was repeatedly lost. Alarm still went off. And I got code on the new reader also saying there was a problem and to restart it. I charged it on "(B)(6) 2024" and disconnected reader from charger but the screen said the reader was still connected to charger and to remove it from the charger. It was already disconnected. The screen was frozen. No matter what I did, it stayed frozen. Even when I turned reader off and on numerous times. It was still frozen on the alert saying reader was still connected to charger and to disconnect it. I waited about an hour to see if it would unfreeze, but it didn¿t. I called customer service and told them what happened. The first person told me they would not replace it because they just sent the reader and they wouldn¿t send another. Even after I told him it wasn¿t working properly when I got it. While I was on hold, reader unfroze after turning it off and on again. So rep told me it was working fine and I can use that one, even though I explained that it had issues from start, and I had only used it about a week. He said it didn¿t matter, they won¿t replace it. So I asked to speak to a supervisor. He said his name was ¿(B)(6)¿ when he came on but I have no other information. For reference this call with (B)(6) is case # (B)(4). (B)(6) said the same thing¿they won¿t send another reader. When I asked why, he said they just sent me one. I told him it wasn¿t working properly when I got it. I only used it a few days. He said that didn¿t matter. I told him I wanted to escalate this and he told me he didn¿t know if the outcome would be any different. He did not know when they would even look at complaint. But I said it didn¿t matter, I still wanted it escalated. That call was on (B)(6) 2024. I have not heard if there has been a reviewed or not. I told (B)(6) that I wanted to hear back from him in few days no matter what. I got a message from him on tuesday (B)(6) 2024 saying he hadn¿t heard anything. As of last night ((B)(6) 2024) the reader will not charge at all. I have no way to read my glucose numbers. I was just looking through the history of error codes. There are more than 10 pages of error readings. I noticed there are error codes on (B)(6) 2024 - 7 and 1/2 months before I even received this reader. Which must mean it had been used by someone. And prior to that, on (B)(6) 2024 there are also codes, which must mean this reader was being used even before october. So is seems this is a faulty used reader. As of today, I have no way to get any readings. The reader can also test the finger prick and I use that to check my glucose if necessary. But I cant even do that since the reader is dead and wont charge. My doctors office is closed on friday and I haven¿t been able to get a prescription for the old fashioned testing kit and strips. Ref report: mw5162419.